Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump was not working. No further information was available. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. If further information is provided, a follow up report will be made. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/29/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 04/14/2016 with the following findings: during investigation, the pump was powered on and the display was found to be dim with discolored text. Unrelated to the complaint, investigation revealed a crack in the battery compartment along the side. Also unrelated to the complaint, investigation revealed that the keypad was peeling off. The keypad cover was removed and moisture was observed on button contacts. All of the keypad buttons responded appropriately.